Manufacturer narrative:
Device rpn/gpn and lot currently unknown. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, as contrast was injected into the white lumen of the PICC device, a linear tear was discovered 12cm proximal to the skin entry site. The device remained in the patient until it was replaced using a wire exchange method. Insertion of the new PICC was problematic, as there was difficulty advancing the catheter into position. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: d - product identifier, d1, d2, d4 - rpn, d10, g5. Correction: h3, h6-method. D10 ¿ product received on: 13aug2019. Update: investigation ¿ evaluation. A visual inspection of the returned device was conducted. One turbo-ject double lumen over-the-wire power-injectable PICC was returned for evaluation in two segments. Upon visual inspection, a 7mm split was noted on the catheter. The proximal segment of the catheter is kinked in multiple places, and the inside of the proximal catheter is clogged with dried blood. A kink was found in the distal segment of the catheter 18cm from the distal tip. The distal catheter was also clogged with dried blood. Based on the examination of the returned product, a definitive root cause could not be established. This conclusion remains unchanged from the previous investigation. Per the instructions for use (IFU), the user is instructed to flush the catheter often. It is possible, by the appearance of dried blood in the catheter, that blood may have begun to clog, causing an embolism that resulted in the split in the walls of the catheter. Cook will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation. A review of documentation including the complaint history, instructions for use, quality control and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, a physical examination of the device could not be performed. However, a photo of the device provided by the customer pointed to the failure mode located at the catheter shaft. Additionally, a document-based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record could not be completed, as the lot information is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use: the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cook place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.